Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduced the reported issue. Fse replaced the surgeon side console's (ssc) footrest assembly to resolve the problem. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the arm swap pedal on the surgeon side console (ssc) 1 was not working. The ssc 2 was working properly. The technical support engineer (tse) reviewed the system event logs and noticed an error #31061 pointing the switch on arm swap pedal. There was no impact on surgery, they were using the ssc 2. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The footrest assembly was analyzed and the reported failure was confirmed. The footrest was installed onto the pca xi system and the arm swap pedal was broken, it was noisy when used. The complaint was confirmed based on failure analysis.